Manufacturer narrative:
(B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Following a sleeve gastrectomy procedure, the patient returned to either the ER or the office with unknown symptoms. A CT scan revealed a leak. An egd was performed and a drain was placed. There were no issues reported during the sleeve procedure and no staple formation issues reported when identifying or addressing the leak. It was unknown how long after the original procedure that the leak was identified. The sales rep was not present during the case, but reported that this surgeon does not typically use buttressing material. He oversews the staple lines and uses tisseel fibrin sealant. The current patient status is unknown, but no further issues were reported. The surgeon did comment to the sales rep that the leak was not stapler related, but rather technique related. It was unknown what portion of his technique he was referring to. The device was discarded. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Can you please confirm if it was stent or drain that was placed? What was the location of the stent or drain? How was the drain/stent placed? If the surgeon believes the leak was technique related, what specifically about the technique led to post-op leak? What is the current patient status?

Event description:
It was reported that the doctor performed an unknown procedure with an unknown stapler and the patient returned with a leak. No other information is known.